Manufacturer narrative:
The manufacturer previously missed information in section e country is not added. After review, it was determined that section e should be filed with country name. Section e is corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation dizziness and/or headache asthma. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.